Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer (via a manufacturer representative). The patient stated "shooting jolts like lightning" were periodically occurring (even with the stimulation off). It was unknown what led to the event. The impedances were checked, and all were in range. The patient was following up with the physician. The issue was not resolved at the time of the report. No surgical intervention occurred, nor was one planned. A supplemental report will be sent should additional information be received.